Manufacturer narrative:
The pump was received with a partial display due to a cracked and bleeding glass on the lcd board. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that customer fell off his bike causing damage to display screen. Customer's blood glucose was 15.0 mmol/l. Insulin pump would need to be replaced.